Manufacturer narrative:
Correction: the previous or initial MDR submitted on 31 january 2020 was filed inadvertently. No revision surgery or serious injury has occurred. This report is submitted on 26 february 2020.

Manufacturer narrative:
Additional information has been requested; however, not yet made available as of the date of this report. This report is submitted on january 31, 2020.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) due to an unreported reason.